Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information was received: it was reported that during the procedure two non-abbott stents were implanted in the proximal right coronary artery (rca) and one promus stent in the ostium of the right coronary artery. During the procedure, after deployment of the stents, a non-abbott guide wire was observed to be trapped under the non-abbott stents deployed in the mid rca. During retraction of the guide wire from the patient, the guide wire separated leaving the separated guide wire in the patient, trapped behind the stents, and the force used during retraction of the guide wire resulted in longitudinal compression to the deployed stents in the mid rca and in the ostium of the rca. Several asahi brand guide wires were used in an attempt to cross through the stent placed in the ostium in order to facilitate possible retrieval of the separated guide wire; however, all failed to cross. A balloon catheter was able to be advanced and used to correct the damage to the promus stent in the ostium. All attempts to retrieve the separated guide wire were unsuccessful and the procedure was ended at this point. Over the following weekend, the patient suffered an acute myocardial infarction due to thrombosis found in the non-abbott stent in the mid rca. There was no reported treatment performed for the myocardial infarction. No additional information was provided.

Event description:
It was reported that during the procedure two non-abbott stents were implanted in the proximal right coronary artery and one promus stent in the ostium of the right coronary artery. During the procedure, after deployment of the stents, a non-abbott guide wire was observed to be trapped under the stents. During retraction of the guide wire from the patient, the guide wire separated leaving the separated guide wire in the patient, trapped behind the stents. No attempts were made to remove the separated guide wire. Over the following weekend, the patient suffered an acute myocardial infarction. There was no reported treatment performed due to the myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to the deployed stent being damaged by another device include but are not limited to, interaction of with the stent implant if the stent is not fully expanded and apposed, damage to the stent implant, damage to the accessory device, and/or procedural technique. To ensure this type of event is not related to a product quality deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement during manufacturing. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment prior to lot release. The lot history record review and similar incident query for this incident was not performed because the lot number was not reported and the product was not returned for analysis. There was no report of any damage noted to the stent implant prior to or during deployment, which suggest that a product deficiency did not contribute to the reported complaint. Based on the reported information, the difficulties and subsequent patient effect appear related to interactions with the guide wire that inadvertently became trapped under the stents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.